Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection revealed 2.75 inches of the sheath seam was unexpanded and the distal tip was unopened. A kink was observed 2.75 inches from the distal tip. The hdpe had tear-like damage 4 inches in length, located 1.5 inches from the distal strain relief. A liner tear was noted in the same location as the hdpe tear. A liner strand 0.5 inches in length, 2.75 inches from the strain relief and in the center of the liner tear region was observed. A kink was also observed under the strain relief, 1 inch from the comnut. Review of the provided 3mensio and procedural imagery revealed the presence of calcification and tortuosity in the access vessels. The vessels were also undersized. The required minimum luminal diameter (mld) for a 14fr esheath is 5.5mm. The delivery system with crimped valve was shown to be unable to be advanced through the sheath, bending within the sheath during the procedure. The damaged crimped valve was shown to appear to be outside of the sheath shaft during procedure. After removal from the patient, the delivery system with crimped valve was shown to be exposed through the sheath's torn liner and hdpe. Dimensional analysis of the liner thickness along the liner tear and liner strand was not able to be performed. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint for the appropriate complaint codes. Available information suggests that patient (vessel tortuosity) and/or procedural (excessive manipulation, valve caught on liner) factors likely contributed to the reported event. Complaint history review from april 2020 to march 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'the valve would not progress through the esheath and it would not come back out of it either. The valve appeared to be stuck in the proximal common iliac artery'. Per procedural imagery, the delivery system with crimped valve was shown to be unable to be advanced through the sheath, bending within the sheath during the process. The crimped valve was shown to be damaged and appeared to be outside of the sheath shaft during procedure. Per 3mensio imagery, the patient's access vessel had presence of calcification, tortuosity and undersized. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as calcification, tortuosity and undersized mld can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification and an undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped sapien 3 ultra (s3u) thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As reported, 'the valve appeared to have gone out of the side of the e-sheath'. Per evaluation of the returned device, the esheath was noted to have a torn liner, liner strand, and a torn hdpe. As resistance was met during system advancement through the sheath, the excessive force was applied to manipulate the delivery system. It was likely that crimped valve interacted with the sheath during this, leading to the observed liner tear, strand, and hdpe damage. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) likely contributed to the resistance advancing the valve through the esheath. Patient factors (calcification) factors, in addition to procedural factors (excessive manipulation, valve caught on sheath/liner) likely contributed to the liner tear and liner strand. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02364.

Event description:
The pre-decontamination evaluation of the retuned 14fr esheath confirmed the reported liner tear. A liner strand and damaged to the sheath shaft (hdpe) were also observed on the returned device. As reported by our affiliate in the (B)(6), the deployment of a 20mm sapien 3 ultra valve in the aortic position was planned by the right transfemoral approach. The esheath was inserted into the femoral without issue. Resistance was encountered and the valve would not progress through the esheath and it would not come back out of it. The valve appeared to be stuck in the sheath at the proximal common iliac artery. It was also reported that the valve appeared to have gone out of the side of the esheath. The patient's blood pressure started to drop. It was believed that this may have been due to a vascular injury. A balloon was slightly inflated in an attempt to stem the possible bleeding point. The vascular surgeons were called to give their opinion as it was clear that the system could not be removed without causing serious damage. The patient was taken to the operating room. A femoral cutdown showed a serious vascular problem/issue. The patient was transferred for a laparotomy. A few hours later, it was confirmed that the patient had gone into heart failure and arrested. The patient expired during the surgical vascular repair.